Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus. A field service engineer has verified that there is a delay in the dispensing of medication to the patient due to a reported malfunction. A field service engineer reseated the retractor band cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed.there were no adverse events or injuries reported based on this incident.